Event description:
Unspecified number of false positive flu b false positive results. The customer communicated the results were confirmed negative by molecular (pcr testing). Unknown if patients were symptomatic or not. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.